Manufacturer narrative:
(6)(4). Won't close. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed off and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (6)(4).

Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy procedure. According to the complainant, during the procedure, the clip was opened and would not close. The clip did release and was left inside the pt. The physician has no concerns with leaving the clip to pass naturally via peristalsis. The procedure was completed with a second resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.